Event description:
The report indicates that the pt had elevated ck-mb post-procedure >2 times above upper normal level. It was not treated and the pt recovered. The report is from the cactus study. The pt has with a history of unstable angina, hypertension, hypercholesterol, and diabetes (insulin dependent). Medications at baseline were aspirin, clopidogrel, heparin, nitrates, serum lipid lowering drugs, ace inhibitors and diuretics. The target lesion was the bifurcation of the left anterior descending artery (lad) and the 2nd diagonal (d2). During the procedure heparin and gp iib/iiia inhibitor was given. The lad had 95% stenosis and timi flow of 3, pre-procedure. The d2 had 95% stenosis and a timi flow of 3, pre-procedure. The lad was pre-dilated with a 2.5 x 20mm balloon at 10 atm. A device was deployed at 14 atm. A kissing balloon (2.5x20mm) was used at 10 atm. Final stenosis was 0% and timi flow was 3. The dt was pre-dilated with a 2.5x15mm balloon at 10 atm and 6 atm. Residual stenosis was greater than 50% and a dissection was noted, which required implant of another device at 14 atm. A kissing balloon (2.5x20mm) was used at 8 atm. Final stenosis was 0% and timi flow was 3. Ivus was not performed and there were no complications.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated MFR report # is 9616099-2008-00689. The products remain implanted in the pt and are thus not available for eval. The report indicated the lot #s were not available, therefore, it is not possible to provide a DHR. Based on the limited info provided by the pt, it is not possible to draw a conclusion about a clinical relationship between the device and the events. However, the act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action (inherent risk of the procedure) combined with the pt's complex lesion characteristics and procedural factors such as plaque and dissection of vessel may have contributed to this event.